Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per daughter, pt has been found on the floor twice at facility. Incidents were on (B)(6) 2024 approx. 3am and (B)(6) 2024 approx. 6am. Per poc, this was brought to her attention this morning and was shown a picture of the matt defalted on employee phone. Per poc, daughter the night cg was the person that found the pt on the floor for both incidents. Eq is located at the facility. A service has been processed under (B)(4)\ to swap. Complaint #(B)(4) was entered into our system.